Manufacturer narrative:
UDI: (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for return.

Event description:
T10-l3 congenital scoliosis kyphosis. Both instruments were burred during the operation. A 698337505 x 1- used to complete the insertion of pedicle screws under power. A 698337540 x 1 - used for final tightening of set screws. No delay in surgery because there are two of each instrument, on the consignment set. No delay in procedure. This case is not being reported by the customer, but (B)(4) employee. All available information has been provided as part of this report; no further information will be forthcoming. Discarded = no return to manufacturer unless local engineering assessment indicates return is required.